Manufacturer narrative:
PMA 510k # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: before contact with the patient, it was noticed that the support for fitting the needle in the biopsy channel was crooked, but the needle was fitted and the first puncture was performed. When trying to withdraw the needle from the working channel, there was great difficulty in unscrewing the needle. It was necessary to open a new needle to continue the examination. 1. Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? No if yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? No if yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Echo 4.1 for all complaints, ask: are images of the device or procedure available? Yes, see initial notification email in attachments. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, support fitting crooked. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes/no. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes/no. If the device is a procore needle, is the device damage located at the notch/core trap? N/a. Not a procore. If no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes/no. Was the device used in a tortuous position? N/a, yes/no. Was puncture of the target site difficult? N/a, yes/no. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? Head of the pancreas. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Opened a new needle to continue the examination. Was the device damaged in packaging prior to removal? N/a, yes/no. Was the device damaged on removal from packaging? N/a, yes/no. Was force required to remove the device? N/a, yes/no. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? No. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes/no. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Was resistance felt while inserting the device through the scope? N/a, yes/no. Was the scope recently serviced/repaired? N/a, yes/no. When was the issue with the product noted? Before contact with patient, it was noticed that the support for fitting the needle in the biopsy channel was crooked. Was the syringe used during the procedure, after the stylet was removed? N/a, yes/no. Was difficulty experienced while retracting the needle? N/a, yes/no. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes/no. Was the stylet partially removed when advancing the needle into the target site? N/a, yes/no. How many samples were obtained (passes completed) with this needle? Did any section of the device detach inside the patient? No. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes/no. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes/no. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes/no. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) #k210476. Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. The event does not meet the criteria of an FDA 'serious injury' report or 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016). No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. This file is related to complaint file (B)(4). Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the echo-19 device of lot number c1960199 was not returned for evaluation. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1960199 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1960199. Instructions for use and / label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. From additional information received user used damaged device on patient. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of the user not reading or following the instructions for use has been determined. As per information provided, before contact with the patient, it was noticed that the support for fitting the needle in the biopsy channel was crooked, but the needle was fitted and the first puncture was performed. As previously noted, the IFU states "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, user noticed support for fitting the needle in the biopsy channel was crooked, used device on patient. Confirmed quantity of (B)(4) device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause of use error was established. The user has not complied with the requirements of the IFU. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. The event does not meet the criteria of an FDA 'serious injury' report or 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016). No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.